Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a right ventricular lead explant. It was observed the lead was failing to capture and had a high pacing impedance. During the explant, the right atrial lead was damaged. Both leads were explanted and replaced. The patient was in stable condition.